Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that impedance was measured and that some pairs were high, but these contacts were not being used. The patient felt intermittent ¿jolting¿ near the implantable neurostimulator pocket. The manufacturer representative was going to meet with the patient and try to push on the implantable neurostimulator to see if she could reproduce the issue. The manufacturer representative was going to try programming to one side of the lead only if possible. This started occurring suddenly about a month and a half prior to the report. The manufacturer representative reported to be meeting with the patient during the week of (B)(6) 2016.

Manufacturer narrative:
Correction: the date of the initial MDR should be changed to (B)(6) 2016 due to additional information received.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016 reporting that the patient initially reported the information to them. Reprogramming and an impedance check were performed on (B)(6) 2016. The cause of the jolting at the ins site was not yet known. It was reported that the jolting at the ins site had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.